Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was rewinding the insulin pump and it alarmed motor error. Prior to the motor error the device alarmed motor position encoder error. Customer's blood glucose was 93 mg/dl. Troubleshooting was performed. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor during rewind due to corroded motor home switch. Unable to verify e70 alarm due to motor error alarm. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.